Event description:
The contact stated the customer tested her blood glucose and rec'd a reading of 27 mg/dl. She retested and rec'd a reading of 400 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
The lot number provided was missing a digit, so it was not possible to determine a manufacture date.